Event description:
It was reported that a critical alarm had occurred in 2009. Telemetry strips show a motor stall and recovery on the day of event, but the length between them was unk. The pt was scheduled for a pump replacement in 2009. The drug in the pump was morphine 0.6 mg/d. The pt was doing fine with no under dosing and the device appeared to work.